Manufacturer narrative:
The customer declined to send the remaining test strips for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(6) . At 4:42 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a glucose value of 60 mg/dl. At 4:44 a.m., a sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 53 mg/dl. At 4:51 a.m., a sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 86 mg/dl. The patient was then fed a snack and a sandwich. At 5:21 a.m., a sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 80 mg/dl. At the same time, another sample from the same finger stick of the patient was tested using meter serial number (B)(6), resulting in a glucose value of 59 mg/dl.

Manufacturer narrative:
Medwatch field h6 medical device problem coding has been updated.